Manufacturer narrative:
The immucor field employee visiting the customer site reported the event to the immucor technical support office on (B)(6) 2017, that was previously not reported to the immucor office.

Event description:
On (B)(6) 2017, an immucor field employee, whilst visiting the customer site, reported an unexpectedly negative antibody screen on a galileo echo instrument, when tested on (B)(6) 2016.